Event description:
A report was received via social media that the device did not help the patient and made the pain worse, the patient underwent an explant procedure. No further information could be obtained.